Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a heavily calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a valve replacement interventional procedure. Reportedly, there was no resistance lifting the lever to open the foot, however, the foot deployed "abnormally" and caused a laceration in the vessel. The issue was believed to have been due to anatomy in an obese patient. That patient was taken to surgery to repair the vessel. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.